Manufacturer narrative:
Device evaluated: analysis of the pump found battery high resistance.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-15, information was received from a consumer, healthcare provider (hcp) and a company representative regarding a (B)(6), female patient who was receiving bupivacaine 25mg/ml at 7.490 mg/day and morphine 10mg/ml at 2.996 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, the patient heard the pump alarm. The event logs confirmed a reset, safe state and low battery occurred on (B)(6) 2016 at 14:42 (also reported as ¿premature battery depletion¿ and the pump was ¿shorting¿ out). The patient experienced some withdrawal symptoms the same day. The pump was reprogrammed. The patient was concerned as she worked at a dock station/grocery facility and the pump was exposed to magnets. On (B)(6) 2016, the pump was replaced. As of (B)(6) 2016, the event had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ if additional information becomes available, a follow-up report will be submitted.